Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the ¿clamp¿ of the transfer set ¿came apart¿ (twist sleeve separated from the mainbody). This occurred during use for peritoneal dialysis therapy. There was no patient injury, however the patient was given prophylactic antibiotic as precautionary measure. No additional information is available.

Manufacturer narrative:
Additional information: h3, h6. H10: the actual device was not available; however, two (2) photographs of the sample was provided for evaluation. The returned photograph was inspected, and a broken occluder feet causing the white sleeve to separate from the main body was identified. The reported issue was verified. The direct cause of the event was undetermined. Should additional relevant information become available, a supplemental report will be submitted.